Event description:
(B)(4). Event occurred in (B)(6). The patient's mother reported bent cannula issue. It was stated that the patient's blood glucose level was 400 mg/dl which led to hospitalization. At the time of admission, it was found that the cannula was bent, and it was brand new infusion set. The patient was admitted for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.